Event description:
It was reported that during a vena cava filter placement procedure via right internal jugular approach, the filter allegedly failed to expand. It was further reported that the device got crooked and the filter was deployed medially at about a 45 degree angle. Reportedly, the device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one filter along with an unknown snare kit was returned for evaluation. The filter was received in a deployed with legs uncrossed. Therefore, based on the sample evaluation, the investigation is inconclusive for the reported failure to expand and positioning problem issue. A definitive root cause for the reported failure to expand and positioning problem issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 11/2024), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2024). Device pending return.

Event description:
It was reported that during a vena cava filter placement procedure via right internal jugular approach, the filter allegedly failed to expand. It was further reported that the device got crooked. Reportedly, the filter was removed. There was no reported patient injury.